Event description:
It was reported the monitor does not power on intermittently. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Based on the results of the investigation, as reproduction of phenomenon [power of the device is not turned on] was not confirmed, and failure has not been confirmed, it could not be identified. Olympus will continue to monitor field performance for this device.